Manufacturer narrative:
(B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that 100ml of insulin was programmed to infuse at 6.5ml/hr however the infusion was noted to infuse faster than expected. As a result, the patient required d10 to ensure blood sugar stabilization. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of an insulin overinfusion was not confirmed. Analysis of the pcu event log shows that at 1:43 pm on (B)(6) 2017 the device was programmed to infuse insulin standard 100unit in 100ml at a rate of 6.5ml/hr. The infusion continued until 1:55 pm when the device was channeled off by the user with no alarms having occurred. The volume recorded as being infused during this period was 1.17ml. The starting volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an insulin overinfusion was not identified. No device was returned for investigation.